Event description:
It is reported that the pt is currently experiencing unexplained pain. Aspiration was performed on (B)(6) 2012. The surgeon believes he is suffering from metallosis. A revision surgery is planned in (B)(6) 2012.

Manufacturer narrative:
Evaluation summary: lab results from the aspiration, (B)(4) 2012, showed that there is an elevated level of cobalt in the fluid. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.